Manufacturer narrative:
The product details are now available and added to this report. This report is submitted on march 2, 2020.

Manufacturer narrative:
This report is submitted on 18 november 2019.

Event description:
Per the clinic, the patient experienced pain and redness at implant site and subsequently was treated with oral antibiotics and a topical steroid. Clinical management is ongoing.